Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -13.00/3.0/091 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was exchanged with a longer length lens due to low vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown. Claim #(B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -13.00/3.0/091 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2021. The lens was exchanged with a longer length lens due to low vault on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown.